Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported upon review of a remote transmission by a monitoring service that the right ventricular (rv) lead exhibited noise and undersensing observed on the rv electrograms (egm). It was noted that there were multiple non-sustained ventricular tachycardia episodes that were false positive due to rv lead oversensing. The lead remains in use. No patient complications have been reported as a result of this event.